Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual increase in pace impedance measurements. The suspected cause is calcification on the end of the lead. The patient was subsequently hospitalized. This lead was then explanted and replaced. No additional adverse patient effects were reported.